Event description:
The vitrectomy cutter failed to cut properly during use. While trying to resolve this issue, the cut rate was reduced too far which resulted in an occurrence of a retinal tear.

Manufacturer narrative:
This form has been completed by the manufacturer.